Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one purstring¿ auto suture¿ purse string device 45mm opened by the account. The initial visual inspection of the instrument by the pmv investigator noted that one of the cartridges appears to have been deployed; the second cartridge displays a full complement of staples. Both staple cartridges were received disengaged. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed condition may occur if the instrument is handled roughly or incorrectly during application. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
Procedure: sigmoidectomy according to the reporter: at the time of the purse string suture, the surgeon grasped tissue and squeezed the handle. Then, the staple pocket parts of jaws were detached. The inappropriately stapled tissue was additionally resected and a new product was used without a problem. Surgery time was not extended by over 30 minutes. Nothing fell into the patient's cavity and there was no unanticipated tissue damage. There was no unanticipated blood loss of 500cc or more. The last patient status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).